Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to a cerebrovascular accident. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 1 year and 10 months.the device is not expected to be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The was admitted (B)(6) 2015 with acute left sided weakness. A CT was obtained on (B)(6) 2015 and was (B)(6). Symptoms improved and the patient was discharged home on (B)(6) 2015 with a cr of 1.3 and inr 1.7. He was discharged home on coumadin and arixtra was added until an inr of 2.5 was obtained. Daily coags ordered at discharge. Rehab was consulted and he was denied, because he was too highly functional. The patient was readmitted on (B)(6) 2015 unresponsive, CT revealed a hemorrhagic stroke 6 -7mm with a right to left shift, interval infarct with development of intraparenchymal hemorrhage (hemorrhagic transformation of an ischemic infarct). Neurosurgery was consulted and he was taken to the or for a right frontal hematoma evacuation with partial right frontal lobectomy and a decompressive craniectomy. On (B)(6) 2015 - posturing noted, remains unresponsive, palliative care was consulted. The physicians had a long discussion with the wife about his grave prognosis, but she wanted all care continued. On (B)(6) 2015 - brain perfusion scan showed brain death. On (B)(6) 2015 - withdrawal of care. The patient never regained consciousness during this admission. It was also reported that the patient had the flu prior to the original admission. The pump was not explanted.